Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Returned to manufacturer on 3/25/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. No nc/ER was found as part of this manufacturing records review. Historical data analysis: the search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Not applicable no patient involvement. Event date: between implant date (B)(6) 2021 and explant date (B)(6) 2021. (B)(6). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a zxt300 intraocular lens was explanted due to the doctor not correcting the astigmatism enough. He implanted a zxt375. There was no injury, no sutures, incision enlargement or vitrectomy. No further information will be provided.